Manufacturer narrative:
(B)(4). Instradent USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported the non osseointegration of one dental implant ti titamax ex implant (4.1) 3.75x13 mm, but did not provide any other info about the case. The pt presented infection.